Manufacturer narrative:
This lead was repositioned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. Cause was attributed to micro dislodgement. A revision procedure was performed wherein the physician repositioned this lead. Remains in service. No additional adverse patient effects were reported.